Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. Patient reported the therapy didn't work for him, he was not getting relief and he could not stand up due to the pain. Patient stated he moved to ok (B)(6) 2020 and started seeing hcp and they did a low level x-ray and saw the lead was attached to the wrong side and wrong part and hcp had to correct that and had to cut pt wide back there because the ins was way down inside of him and laying on puddle of fluid in the ins pocket. Patient stated hcp took everything out sterilized everything and now its under the skin the way it supposed to be.

Manufacturer narrative:
Concomitant products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 30-may-2022, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 26-jun-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.